Event description:
Charge nurse set unit up for patient arrival, using simv (pressure control + pressure support). When unit switched from standby to simv mode the inspiratory safety valve was opening and closing every second. Nurse checked setup and tried using the unit 3 times. On the third go the coil l1 on pc1586a caught fire.